Event description:
The outside packaging of ep implant tray was inspected for damage. The package was opened. A small piece of the blue wrap was found on table after the outer clear package was removed. This prompted further investigation.